Event description:
Further information was received that the patient had died. The patient was transferred to hospice care and died eight days after the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), atrial lead, and right and left ventricular leads had problems with the healing of their device pocket. It was reported that the patient was very thin. The representative later reported that this patient developed (B)(6) and a (B)(6). The physician attempted to clean the wound and left the leads implanted. The atrial and left ventricular leads were surgically abandoned. The patient received a single-chamber pacemaker as this patient was device dependant. The device was put in the pocket but the pocket was left open. Once the infection clears the patient will be upgraded to another bi-ventricular device.